Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: needle was sluggish to retract when safety button was pressed no patient/hcp impact.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received one unsealed 18ga x 1.16in. Insyte autoguard bc winged unit from lot number 4299225. The unit was received retracted, and no catheter or needle cover was provided for this investigation. The unit was placed back into initial position to attempt to replicate the retraction issue. A visual inspection did not discover any damages that may cause needle retraction issues. A functional test showed that the needle retracted within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.